Event description:
It was reported that the bd maxzero¿ extension set were hard to screw in causing leakage. Report 1 of 3. The following was received by the initial reporter: verbatim: first, they are harder to screw into the IV primary plum set. This causes some leakage of the IV solutions. We have told the nurse to be more vigilant and they have been. Second, this week, we've had a chemotherapy spill due to a faulty set. We had to take care of the issue quickly so I unfortunately did not have time to take a picture. The image attached shows approximately what the default was. The tubing was not properly fused to the clave of the extension causing a leak in this junction. It was very subtitle and unfortunately the nurse did not visualize it before starting the treatment. We've had similar issues in the past but they were caught in time. This time it was not and I worry that it would happen again. Third, today, another nurse advised me that she caught one extension completely blocked. It was indeed right out of the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 23049114. D4: medical device expiration date: 10-apr-2026. H4: device manufacture date: 10-apr-2023. H6: investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - complete occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5300-c lot number 23049114 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set were hard to screw in causing leakage. Report 1 of 3. The following was received by the initial reporter: verbatim: first, they are harder to screw into the IV primary plum set. This causes some leakage of the IV solutions. We have told the nurse to be more vigilant and they have been. Second, this week, we've had a chemotherapy spill due to a faulty set. We had to take care of the issue quickly so I unfortunately did not have time to take a picture. The image attached shows approximately what the default was. The tubing was not properly fused to the clave of the extension causing a leak in this junction. It was very subtitle and unfortunately the nurse did not visualize it before starting the treatment. We've had similar issues in the past but they were caught in time. This time it was not and I worry that it would happen again. Third, today, another nurse advised me that she caught one extension completely blocked. It was indeed right out of the packaging.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.